Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 67 mg/dl. The customer stated that there is scratches on the bottom right and left side of the screen. The customer stated that the device is functioning as designed but the pump screen is not readable. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump was received without the original belt clip and unable to verify broken belt clip.